Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the universal chuck with t-handle was found broken. The t-handle portion is significantly bent from the chuck portion of the instrument. The issue was discovered in the sterile processing department. The patient outcome was unknown. This report is for a universal chuck with t-handle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 393.10. Lot: 37p7856. Manufacturing date of device is march 21, 2020. A manufacturing-related potential cause was not suspected, therefore, per procedure, no manufacturing record evaluation is required. Visual inspection: the universal chuck with t-handle was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the t-handle was significantly bent that might have caused device collar to be damaged. Due to this, the device collar won't release and perform as intended that might have caused the complaint condition or interpreted by the surgeon/user as device is broken. No other defects were found with the device. Service and repair evaluation: the customer reported that the universal chuck with t-handle was found broken. The t handle portion is significantly bent from the chuck portion of the instrument. The repair technician reported the device collar will not release, does not ratchet. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: the dimensional inspection was not performed as the internal components were inaccessible due to the destruction of the device. Document/specification review. Based on the date of manufacture, the drawings reflecting the current and manufactured revisions were reviewed. Investigation conclusion. The complaint can be confirmed for universal chuck with t-handle. The device might have experienced unintended forces that could have caused the handle to bent significantly. However, the potential cause cannot be confirmed. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.